Manufacturer narrative:
The actual sample was received for evaluation. A visual inspection was performed, and it was observed that one of the ports of the manifold was bent and almost broken. The reported problem was verified during initial inspection. The cause of the condition was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the manifold of a clearlink system continu-flo solution set was cracked, bent and not working. This was identified during priming. There was no patient involvement. No additional information is available.